Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on (B)(6) 2017 that surgical intervention did not occur and was not scheduled but was planned for the catheter. It was indicated that the event was an add on rotor dye test. The date of the event was asked but unknown. It was noted that the representative was never told what led to the planned surgical intervention or if the patient experienced any symptoms. The representative was unsure of what type of procedure was planned as they did not tell the representative and it was noted that they had been "switching out" the manufacturer's pumps for a competitor's pumps. It was stated that there were no diagnostics/troubleshooting performed that led to the planned surgical intervention (note this is conflicting with the report of the rotor dye test). The cause of the issue that led to the planned surgical intervention was unknown. The issue was not resolved at the time of the report. The patient status at the time of the report was ¿alive ¿ no injury.¿ the patient weight was asked but unknown and the patient medical history was asked but unknown. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.